Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. According with the DHR review information attached, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0 and aql=1). H3 other text : see h.10

Event description:
It was reported that 2 needles clipper safe-clip europe were not clipping. The following information was provided by the initial reporter: " advised that the safe clip on occasion does not cut and they have to twist and bend before the needle is clipped. Customer does not have an email address."

Manufacturer narrative:
Initial reporter phone number: (B)(6). OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown.

Event description:
It was reported that 2 needles clipper safe-clip europe were not clipping. The following information was provided by the initial reporter: "advised that the safe clip on occasion does not cut and they have to twist and bend before the needle is clipped. Customer does not have an email address."